Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during glaucome shunt implant procedure, shunt was not released before insertion. The surgery was performed and completed after replacing the product with another one. The involved eye and the patient identifier are not available. There is no patient harm. No further information is expected.

Manufacturer narrative:
1. The customer reported that the company glaucoma shunt "was not released before insertion". 2. The sample was received and investigated: the sample was returned in an open secondary package. The sample included labels, cradle, company delivery system and shunt. No IFU or pouch were included in the returned sample. The company delivery system was unfirmly placed in the designated location in cradle. Returned shunt was placed in an adhesive tape attached to cradle. Company delivery system wire found to be partially pressed- handle was operated wire partially protruded from cannula opening. 3. No addition complaint for the lot. 4. The device history record (DHR) was reviewed. No abnormalities were found, and the batch was released according to optonol release criteria. The root cause is inconclusive: the company delivery system received was pressed down and the company delivery system wire protrude partially from the cannula opening which triggered the shunt release. The description of "was not released before insertion" is unclear since the release mechanism is based on the company delivery system wire retraction which was executed thus shunt was deployed- as a result the complaint can not be conformed. The manufacturer internal reference number is: (B)(4)